Manufacturer narrative:
The t:flex pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent minimum fill messages when attempting to load multiple cartridges. Reportedly, the cartridge was filled with approximately 400 units of insulin. Additionally, the customer reported that the air was not being removed from the cartridge. The customer loaded a new cartridge successfully and resumed insulin delivery. There was no reported impact to the customer's blood glucose level.